Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was reset. All impedances were ok. The patient felt stimulation in the right location. The battery seemed to have been turned off during a surgery.

Event description:
It was reported a power on reset condition occurred and stimulation was unable to be adjusted. No symptoms, interventions, or outcome were reported. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.